Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator that is vent inoperative as exhibited by a diagnostic code indicating air valve liftoff failure. The unit was not in use on a patient at the time of the reported event, and there was no user or patient harm.

Manufacturer narrative:
G4: 03jun2020. B4: 04jun2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-01064 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.